Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause of the reported failure can be attributed to a patient-specific event, due to postoperative care management rather than device performance or malfunction of the device.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2025, a patient reported via phone that they underwent a total right shoulder reverse arthroplasty on (B)(6) 2025 with implantation of an arthrex device. The patient has been attending physical therapy and expressed concern about not achieving the desired range of motion but reported no pain or inflammation at the surgical site.

Manufacturer narrative:
Additional information: b5, d1, d2b, d4, g4, h3, h6.

Event description:
Additional information was received on 16-feb-2026: the arthrex device implanted during the patient¿s right shoulder reverse arthroplasty on (B)(6) 2025 included an ar-9560-24p arthrex univers reverse modular glenoid system monoblock post baseplate (24 mm). No further information was provided.